Event description:
It was reported that noise was observed on the right ventricular lead used for pacing and sensing. It was determined that the lead had fractured. No patient symptoms were reported. The lead was capped and replaced without complications during a device changeout procedure.

Manufacturer narrative:
(B)(4).